Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported. It was indicated, the patient started their transmitter past the "use by date", which is misuse of the device.